Event description:
The customer stated that she tested her blood glucose and rec'd a reading of 33 mg/dl. She drank some juice and retested within 10 mins and rec'd a reading of 168 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for eval, and replacement strips will be sent.